Manufacturer narrative:
All available patient information was included, no additional patient information was available. Concomitant products-alinity ci-series system software ln # 04v20-11. Complete information for correction/removal number: 3016438761-07/30/21-002-c. Further investigation into issue, it was noted that alinity c needs a control measure to protect against the potential for short reagent dispense. The addition of a maximum depth limit for reagent cartridges on the alinity c to prevent the potential for a short dispense is needed. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(6) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(6) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported a false elevated bilirubin result for an infant when processing on the alinity. The initial result was 396.4 and retest result was 232.8 umol/l. The baby did not receive any treatment and is doing fine. The correct result was provided to the physician prior to the baby receiving any treatment. The customer also observed error code ''3019 ¿ unable to process test. Liquid not found for r1 pipettor'' multiple times after the initial result. The customer stated the reagent had been used on another alinity instrument prior to using on the current instrument. Customer service informed the customer that using a reagent that was already used in 1 alinity to another alinity is not allowed as the new system will show that it is a new vial and can result in insufficient reagent aspiration that may adversely affect results. No impact to patient management was reported.